Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent up button response due to corroded keypad traces. No button error alarm noted. The device was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked pump belt clip slot.

Event description:
Customer reported a button error alarm. The blood glucose reading is 340 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.